Event description:
The pt's parent reported that the pt's external sound processors were not functioning. In 2002, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was not functioning.